Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The blood glucose reading was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The insulin pump will be replaced and it will not be returning for analysis.

Manufacturer narrative:
The insulin pump had pump error noted in the pump history and critical pump error during testing due to moisture damage on the electronic assembly. Analysis was unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No cosmetic damage noted.